Event description:
Date of the event is unknown (reported 2007). It was reported by the pt to boston scientific corporation that the obtryx tot sling implanted in a procedure done in 2007 has caused the pt life altering problems with stress incontinence, urine retension, urge incontinence, bladder spasm, pain, uti's, and permanent left sided groin pain. From the beginning, the pt experienced left sided groin pain and starting 6 weeks after surgery started to have stress incontinence again. According to the pt, she has also developed a stage ii rectocele and enterocele following the tot procedure which required a second surgery in approx four months later; rectocele with graft repair. Towards the end of 2007, the pt reported that the left sided groin pain became intolerable, as the sling was pinching nerves. An MRI revealed inflammation on the left, the pt tried an ilio-ingineul nerve block and a trial of interstim sacral nerve stimulation neither helped with pain. In 2008, the pt developed symptoms of urgency and frequency and recurring uti's and underwent partial sling removal in that time period. The pt reported sling erosion and the sling was under too much tension. Since sling removal the sharp, pinching groin pain is gone, but dull groin pain is still present on a daily basis. The pt reports experiencing stress incontinence again and also uncontrollable urge incontinence. Numerous urge incontinence drugs, have been tried unsuccessfully. Additionally, the pt reports extreme drug sensitivity since the placement of the sling. The pt scheduled for another trial run of sacral nerve stimulation and to see a urogynecologist.

Manufacturer narrative:
These codes were selected by the manufacturer based on info obtained from the user facility. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.